Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: just letting you know we had an issue with the lihep 3 ml lot 1137426 tubes, would not fill as there was very little vacuum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.